Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lobectomy procedure. For the third firing to the pulmonary parenchyma (pulmonary emphysema), used a manual stapling handle and reload. The surgeon clamped the tissue and started firing. However, two crack sounds were heard. The surgeon could fully fire the device till the distal end of the staple line. The surgeon pulled the black release knob, however, it was very stiff. The surgeon could return the knife to the initial position somehow and could open the jaws. Tried to remove the reload from the manual stapling handle, however, could not. Replaced with a new handle and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.